Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump went into threshold suspend mode, alarmed weak signal and lost sensor, and alerted a hypoglycemic event. The customer did not know the blood glucose reading. The sensor glucose reading was 42 mg/dl. The insulin pump prompted the customer to call 911. He stated that he tried to reconnect the sensor to the device and nothing worked. He stated that the sensor cannula was in the same of an l upon its removal. He also observed blood at the insertion site. He was advised that the sensor would be replaced. Nothing further reported.